Event description:
Information was received from a healthcare via field representative regarding a patient who undergone spinal therapy with pre-operative diagnosis of hernia. It was reported that rod was cut between l1-2 for loosening of l1 and screws were inserted additionally into t10,11,12 to extend the fixation. There was no malfunction with the l1 loosening.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Device model- 55740016545 is not marketed in the us, but it is similar to other marketed devices. Thus, it is reportable for malfunction, not serious injury, although surgical intervention did take place. This part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and (B)(4) is cleared in the us. If information is provided in the future, a supplemental report will be issued.